Event description:
It was reported that the pump exhibited a check syringe plunger sensor and underneath the anchor holding the board was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the external cases of pump were in good condition. A review of the event history log identified plunger not in place and empty syringe alarms in history. During the visual inspection the reported issue was verified, the timing plates in the plunger head were not set properly and the flippers would not retract all the way down. The top case standoff was broken under the extrusion. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reset the timing plates in the plunger head and replaced top case.